Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
(B)(4): it was reported that the patient had a burning sensation at the ins site, which began earlier that morning. The patient said that they had no accidents or trauma. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported she had experienced soreness at the incision site in (B)(6) of 2014, so the healthcare provider (hcp) prescribed lidocaine patches.